Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) in the pancreatic duct. According to the complainant, the guidewire was being used with a jagtome and the wire got cut during sphincterotomy. The detached fragment was left in the pancreatic duct. The procedure was completed with the original pathfinder guidewire. There were no reported patient complications as a result of this event. Attempts at obtaining the current patient condition have been unsuccessful to date. If any further relevant information is received regarding the event, a supplemental report will be submitted.